Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the doctor stated there was a thin flap on the left eye and bubbles under epithelium. The surgeon could not open the flap and the operation wasn't completed.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported photo refractive keratectomy was performed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received, noted the company clinical application specialist (cas) visited the site to provide additional clinical training. The cas checked all surgical manipulation before and during the surgical procedures, checked all laser settings, and provided an explanation of the system to the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a flap thickness of 80mm but the planned thickness was 120mm. There was an uncut area of the flap from the left side which was more than three millimeters from the flap corner. When raising the flap there was a rupture in the uncut are. There was no ablation performed. The patient is planned to have photo refractive keratectomy (prk) in three months.